Event description:
It was reported that the right ventricular lead had elevated thresholds, low impedance and had possibly dislodged post-implant. The lead explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned in segments and analyzed with no anomalies found. There was blood and body tissue/fibrotic growth noted on the distal electrode and visual analysis noted the lead was damaged at implant as well as stretched. (B)(4).